Event description:
A malfunction was reported on a pump by the caller. There was no reported adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support, who assisted in resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to reach out again if the malfunction recurs and confirmed their understanding.